Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging an issue where the test strips do not produce a blood glucose result. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.